Event description:
It was reported that eos (end of service) occurred on (B)(6) 2013, which was ¿noticed¿ at a refill the week prior to the date of report. The device was replaced the day of the initial report. It was noted that the patient had not had any withdrawal symptoms or adverse events. The device system was used to infuse lioresal. Additional information received reported that the device would not be returned to the manufacturer. Additional information received reported that the eri (elective replacement interval/indicator) occurred on (B)(6) 2013. Eos occurred on (B)(6) 2013. Tube set occurred (B)(6) 2013. Previous refill was (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l64343, implanted: (B)(6) 1999, product type: catheter. (B)(4).